Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14657. It was reported that patient presented to the emergency room experiencing multiple episodes of shock. Upon review of the merlin transmission, it was noted that the patient experienced 19 ventricular fibrillation episodes causing shock and 10 were due to crosstalk oversensing causing inappropriate shock. Upon interrogation, it was noted that the right ventricular - rv exhibited loss of capture and the atrial lead exhibited elevated capture threshold. An x-ray was performed and the atrial and rv leads were found to be dislodged. The atrial and rv leads were explanted and replaced. The patient was in stable condition before, during, and after the procedure.